Manufacturer narrative:
On may 25 2020, additional information was received indicating the replacement devices were mentor memorygel breast implants 250cc, catalog number 35012501bc, serial number (B)(6) and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual inspection of the returned sample determined that a tear was observed on the anterior aspect of the sm mpp gel 325cc breast implant, measuring approximately 3.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area, measuring approximately 1.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 4 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection of the device it was observed a tear in the anterior view, measuring approximately 3.4 cm. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with mentor memorygel breast implants 325cc and experienced bilateral capsular contracture baker grade IV postoperatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.